Event description:
The charite artificial disc was implanted at two levels. The pt later developed back and leg pain and loosening of the implants. A revision was performed and the surgeon found a pelvic pocket of fluid which tested positive for a bacteria called acinetobacter. The discs were explanted. As surgical intervention occurred an MDR is being filed to document this event.